Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: cell tissue bank. 2018; 19: 27¿33. Doi: https://doi.org/10.1007/s10561-017-9670-1 (B)(4).

Event description:
It was reported via journal article: "title: use of freeze-dried bone allografts in osteoporotic patients undergoing median sternotomy" author: mei liang . Jianzhou liu . Qi miao . Guotao ma . Xingrong liu . Xiaofeng li . Chaoji zhang citation: cell tissue bank. 2018; 19: 27¿33. Doi: https://doi.org/10.1007/s10561-017-9670-1. Osteoporosis is a major risk factor for deep sternal wound infection, which is a rare but serious complication after median sternotomy. The authors investigated the incidence of deep sternal wound infection and the protective effect of bone allografts in osteoporotic patients after sternal approximation. Between january 2010 and march 2017, a total of 284 patients underwent sternal approximation after sternotomy at the hospital. Sternal closure was completed with conventional wire sutures in the first 148 patients (group a; 96 male and 52 female patients; age: 60.8 ± 10.4; bmi: 30.1 ± 6.4) and with conventional wire sutures plus bone allografting in the subsequent 136 patients (group b; 83 male and 53 female patients; age: 61.3 ± 9.8; bmi: 31.5 ± 6.8). During the surgical procedure in group a, the manubrium was coapted with 2 simple through-and-through stainless steel wire 7-0 sutures (ethicon). The caudal portion of the sternal body was approximated with double-wire parasternal sutures through the second intercostal space. In group b, patients underwent the same wire closure technique as those in group a. In group a, reported complications included chest pain of more than 3 days (n-42), sternal instability (n-11), superficial sternal wound infection (n-10), and deep sternal wound infection (n-7). In group b, reported complications included chest pain of more than 3 days (n-24), sternal instability (n-3), superficial sternal wound infection (n-9), and deep sternal wound infection (n-1). It was concluded that bone allografts provided additional support for the sternum and were associated with less post-operative chest pain and less post-operative drainage than steel sutures alone. In addition, the incidence of dswi was significantly less in the allograft bone group than in control group. Therefore, the authors believe that bone allografts should be considered in patients undergoing medial sternotomy in elderly and osteoporotic patients.